Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient with fatigue presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited episodes of noise and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.